Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they put new battery and got a blank display. Customer¿s blood glucose level was 181 mg/dl. Helpline did not get chance to do any troubleshooting from customer. The insulin pump will not be returned for analysis.